Event description:
It was reported that the stockert generator was delivering too much power relative to their normal power settings and the ablation times were longer than usual. There was no indication of this on the stockert display and the doctor claimed to have been experiencing very undesirable "pops" during ablation. He also stated that they had no similar issues while using the loaner stockert generator.

Manufacturer narrative:
(B)(4).